Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected low battery alarms noted. Unable to prime during prim test due to faulty force sensor resistor. The insulin pump received with broken battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump was received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported the insulin pump was cracked around the battery compartment and the battery life was short. Customer stated the battery lasted 4 to 5 days. The customer's blood glucose was 80 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.